Event description:
The patient reported to philips that while using the dreamstation 2 advanced auto CPAP alleges seeing the smoke and the service is requested for this device. The device was plugged in to a receptacle ac power. There was no report of patient harm or injury. The device was not returned. If additional information is received a follow up report will be submitted.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The patient reported to philips that while using the dreamstation 2 advanced auto CPAP alleges seeing the smoke and the service is requested for this device. The device was plugged in to a receptacle ac power. There was no report of patient harm or injury. The device was returned to the third-party service center and observed the pca damaged. The customer complaint was reproduced. There were three error codes has been identified and unit scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.